Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment with topical steroids was unsuccessful. Subsequently, the patient underwent revision surgery to remove the excess skin and replaced with a longer abutment on (B)(6) 2021.